Manufacturer narrative:
Additional information regarding this event is being requested from the field. This report will be updated should additional information be provided.

Event description:
It was reported that this system exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes were made and the device remains implanted and in service. No adverse patient effects were reported.